Event description:
It was reported that during a labral repair of a rotator cuff procedure using the speedstitch suturing device, when the needle was deployed it would not grab the stitch and eventually the needle broke off in the pt. This caused a 90 minute delay while the surgeon retrieved the needle. Ultimately the procedure was completed and no pt complications were reported as a result of this event.